Manufacturer narrative:
A ge representative evaluated the system, and replaced faulty hard drive and cine drive. System operates as intended.

Event description:
It was reported that the system cannot retrieve all cine runs. No patient injury was reported.